Event description:
Patient was receiving a heparin drip. Pump and medication checked x 2 nurses for accuracy. Within a short period of time the nurse heard pump beeping, went in room and the entire bag of heparin had infused. Pump settings checked again, all appears to be set correctly. Pump removed from clinical area to material management to be sent for review. Alaris (manufacture of pump) notified. Patient aware of pump infusion medication. Physician immediate at bedside, to date no complications exist from this pump failure. Alaris IV pump and IV module utilized together to infuse heparin drip to this patient. Start (B)(6) 2015 discontinued (B)(6) 2015 at 5:55 pm. Pump set to deliver 18.4 ml/hr of a concentration of heparin 25,000 units in 250 ml d5w.